Event description:
Kimberly-clark received a report from (B)(6) stating, "hospital reported one of the patients received a severe burn at the diathermy pad site. It was noted the patient may need a skin graft but no additional information on the status of the patient was provided.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The diathermy pad, which was located directly at the reported site of injury, is not a kimberly-clark product. Review of the device history record for the kimberly-clark pain management generator, which the pad was connected to, is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. The device was not returned to kimberly-clark for analysis, therefore, we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.